Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the emission failure occurred in the system resulted in the main port and the side port were not cut completely during cataract surgery. The surgery was completed and there was no reported patient harm. The patient identifiers and involved eye were not available.

Manufacturer narrative:
. Service onsite history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. Per the service record. A company representative performed an on-site assessment and was unable to confirm or replicate the reported event and found the system to meet company specifications per service test procedure. Based on the information obtained, though the reported event was not confirmed, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).